Event description:
The procedure occurred on an unspecified date. During the procedure, it was reported the distal marker band of the micromewi separated from the catheter. No further information was available.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
A video of the device was returned and it was observed that the distal marker band was not seen on the catheter. The evaluation of the video could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)